Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and was caused by a broken video cable. This caused the image to not be displayed. The fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut. The investigation was unable to determine the cause of the damage to the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a pink screen when the cable was touched there were no reports of patient harm.